Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 4 months post implant of this 23mm aortic bioprosthetic valve, the device was explanted and replaced with a 21mm bioprosthetic valve of a different model for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 15 years 4 months post implant of this 23mm aortic bioprosthetic valve, the device was explanted and replaced with a 21mm bioprosthetic valve of a different model due to stenosis which caused increased gradients. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.